Event description:
The users performance with the device is affected. The user was hit with the metal end of a ratchet strap at the site of the implant. When he put on his audio processor after the incident, he noticed a different perception in sound with the device. The user was re-implanted on (B)(6) 2021. This report refers to 9710014-2021-00237. For further information please refer to this report.